Event description:
Additional information was received indicating the device was interrogated in clinic and the measurements were able to be performed as anticipated.

Event description:
During a remote follow up, automatic measurements were not completed or displayed. Technical support was contacted and recommended interrogating the device in clinic. No intervention has been performed at this time. The patient was stable and will continue being monitored.